Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignant stricture in the airway during a stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stent was able to deployed. However, when the stent was viewed by the physician endoscopically following deployment, it was noted that the stent cover was damaged at the middle section. The stent was removed with forceps and another ultraflex tracheobronchial stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.